Event description:
Cement was used properly for bha, but it hardened too quickly and the stem had to be reinserted. Cement was stored in the refrigerator and acm was also kept indoors.

Manufacturer narrative:
An event regarding setting time involving a simplex cement mix was reported. The event was not confirmed. Method & results: device evaluation and results: not performed as the device was not returned. Product inspection on the retained products: visual inspection: visual inspection was performed on three of the retained samples of the reported lot while mixing the cement product. Visual inspection indicated, "no unusual characteristics were observed. The samples appeared to have a homogenous appearance." Functional inspection: functional testing was performed on three of the retained samples of the reported lot to verify doughing time, working time, and setting time of the product. The samples met the required specification for the test. Clinician review: no medical records were received for review with a clinical consultant. Product history review: review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: there have been no other similar events for the lot referenced. Conclusions: it was reported that during a bilateral hip arthroplasty, the cement hardened too quickly and the stem had to be reinserted (stem not stryker's), resulting in a surgical delay of 90 minutes. Prior to entering the operating room, the cement was refrigerator-stored at 5 degrees celsius. The cement was brought into the 22 degrees celsius operating room for a duration of 5 minutes prior to use. The utensils and bowl were stored 30 days prior to use at 24 degrees celsius. It was reported that all cement and monomer were used and nothing else was added to the cement. A setting time of 4 minutes was reported, but the method of recording the setting time was not reported. It was unknown if any water/saline/blood/fat/etc. Was present that may have affected the setting time. Functional testing was performed on three of the retained samples of the reported lot to verify the doughing time, working time, and setting time of the product. The laboratory report indicates that the samples met the required specification for the test. Thus, the reported event is not confirmed. The exact cause of the event could not be determined because insufficient information was provided. Further information such as method of recording setting time, if any water/saline/blood/fat/etc. Were present, and additional details regarding the mixing process are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time. If devices and/or additional information become available to indicate further evaluation is warranted, this record will be reopened.

Event description:
Cement was used properly for bha, but it hardened too quickly and the stem had to be reinserted. Cement was stored in the refrigerator and acm was also kept indoors.

Manufacturer narrative:
The event involves a device that is not cleared for sale in the u.s., but similar device is commercially available in the u.s. Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. Not returned to the manufacturer.